Manufacturer narrative:
No analysis was performed as the sample has not been received for evaluation. (B)(4). No non-conformities reports related to the failure mode reported were found. The manufacturing process was reviewed, and there is no potential risk, and the below conditions were found: visual inspection on the stations was performed at 100% (all pieces are checked by different operators); printing flange shrinking process; head bonding of outer cannula, and the inspection and cleaning of outer cannula. The guidelines and manufacturing controls are acceptable, and all manufacturing controls were found effective to detect the reported failure mode. Sample was not received for evaluation, and the reported failure could not be verified. (B)(4).

Event description:
Customer reports that the nurse noticed that the flange came away from the trach tube, the ent was notified and they inserted a new trach. Customer reported no pt injury or ill effect. Pt current condition is stable. Customer reported that the cuff was pre-tested prior to use and no issues were identified during pretesting efforts.

Manufacturer narrative:
(B)(4). Investigation is ongoing. Sample is expected to be returned for analysis.